Event description:
(B)(4). I was playing outside with my children on the slip and slide and felt a terrible pain in my lower quadrant areas on both sides but mostly the right. It was a stabbing pain, this pain happens whenever I do any physical activity like running, jumping, lifting. Other symptoms I have are frequently having bacterial vaginosis, bladder control problems, weight gain and I find it impossible to loose weight no matter what I do. I often feel bloated, not to mention I am a grouch all the time I have no patience with my children like I used to. At the time of implant I was on (B)(6).